Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the damaged resistor was the external defibrillation that was administered by hospital staff while the lifevest was actively monitoring the patient. There is no indication that the damaged resistor caused or contributed to the adverse event, as the lifevest ecgs were fully intact while the lifevest was monitoring the patient. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was not properly communicating with a test monitor. The cause for the communication failure was isolated to a shorted +3.3v wire in the cable connecting ECG "a" and ECG "b". The root cause for the shorted wire could not be positively identified. Per the device download data (attached), the lifevest was properly communicating with the patient's monitor at the time of the adverse event on (B)(6) 2018. The short in the cable occurred sometime after the patient death and did not cause or contribute to the adverse event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was in the ER at the time of the event. There is no further information surrounding the circumstances of the event. At 00:25:12 on (B)(6) 2018 the patient degraded to vf. CPR artifact was evident in the downloaded ECG strips. The patient was in vf for approximately 90 seconds. The lifevest was unable to complete the treatment sequence due to the presence of CPR artifact and intermittent response button use. At approximately 00:26:51 the patient was externally defibrillated during vf. The post-shock rhythm was obscured by CPR artifact. At 00:27:56 the lifevest detected bradycardia, which is considered to be a non-treatable rhythm. The lifevest electrode belt was disconnected at 00:33:23 and the patient subsequently passed away. The patient was in bradycardia wiht periods of sinus tachycardia and nsvt at the time the lifevest electrode belt was disconnected. The lifevest properly detected the vf but was unable to complete the treatment sequence due to CPR artifact and response button use.